Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile foreign matter was found in the fluid path. There was no report of patient impact. The following information was provided by the initial reporter: a syringe b+d 50/60ml luer was sorted out because a small gray-brown particle was detected in the syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile foreign matter was found in the fluid path. There was no report of patient impact. The following information was provided by the initial reporter: a syringe b+d 50/60ml luer was sorted out because a small gray-brown particle was detected in the syringe.

Event description:
It was reported while using 50 ml bd¿ eccentric luer slip tip syringe ce mark sterile foreign matter was found in the fluid path. There was no report of patient impact. The following information was provided by the initial reporter: a syringe b+d 50/60ml luer was sorted out because a small gray-brown particle was detected in the syringe.

Manufacturer narrative:
H6: investigation summary one physical sample and one photo were provided to our quality team for investigation. Upon inspection of the product, a brown particle was observed to be embedded within the syringe barrel. A device history review was performed for reported lot 2108005, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Molding parameters were reviewed and verified all machines were operating within specified limits. Ten retained samples of the same lot were used for additional evaluation. All product was inspected and no foreign material was observed within any of the syringes. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this incident was determined have occurred due to material generating during the molding process and becoming embedded within the device as seen in the sample and photo provided. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.